Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. Plating was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "false positive bottles were plated and found to be negative. No incorrect results were reported. Customer inquiry/problem: the customer called in to the support line to report false positives from the d drawer of the fx instrument."

Manufacturer narrative:
H6: investigation summary: a complaint of "false positives from the d drawer/ results" was received against instrument bottom bactec fx, material no: 441386, serial no: (B)(6). Field service engineer (fse) was dispatched, rack and shorting pins were replaced to resolve the issue. Instrument is testing without error and passed all tests, checks and returned to the customer. The complaint is confirmed as a failure of bd product and the root cause is related to "faulty rack and shorting pins". DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration of the instrument has changed over time due to pms and/ repairs. Service history review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. Plating was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: false positive bottles were plated and found to be negative. No incorrect results were reported. Customer inquiry/problem: the customer called in to the support line to report false positives from the d drawer of the fx instrument.